Event description:
The consumer called to report receiving a severe burn to her stomach from using the heating pad. She stated the injury happened over a year ago. She did not seek medical attention for the injury and the burn has since healed. The pad was several years old and badly worn before the incident.